Event description:
No signal of spline faradrive, faulty spline. No patient harm occurred another farawave was opened to complete the case. Vendor notified directly by clinical site. Manufacturer response for field ablation catheter, farawave 31mm pulse field ablation catheter (per site reporter).